Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reported experienced electrode migration. On december 14, 2022 the recipient's device was repositioned. The surgeon reportedly secured the electrode lead with a bone anchored titanium clip.

Manufacturer narrative:
Additional information: section a1, a3, d4, h4 h10. Advanced bionics considers the investigation into this reportable event as closed. Imaging confirmed correct placement of electrode. The recipient's device activation was successful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.